Event description:
The tip of the piggy safe broke off in the IV line. Piggy safe had been attached to a standard reseal on the most distal y-site of a plum set. Plum set had been accessed with the piggy safe to initiate a zantac secondary infusion. When zantac infusion was discontinued, secondary tubing and piggy safe were removed and discarded. Several hours later, prior to the administration of a bolus IV of lasix, the tip of the piggysafe was noticed in the y-site. The IV tubing was changed. Account used to use the piggy lock, ab-20, from ICU medical. They just converted to piggy safe. Abbott advised the hospital that the piggy safe should not be removed from the y-site, but rather discarded with IV tubing.